Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned without the introducer sheath. Visual inspection of the device revealed that the proximal contact and main coil were kinked. The main coil was stretched and the coil delivery wire was broken. During functional testing, the coil was flushed, could not be advanced through the introducer sheath but it was able to be retracted. No other anomalies were noted on the device. Information available indicated that the device was confirmed to be in good condition prior to the use. It is possible that the reported coil delivery wire fractures occurred due to handling of the device or portion of the device during the clinical procedure. Therefore based on all of the information available an assignable cause of handling damage was assigned to this investigation.

Event description:
Analysis of the returned device noted that the coil delivery wire was broken. No consequences to the patient were reported.